Manufacturer narrative:
H6. Evaluation codes: updated. No product was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the product, the investigation will be reopened for further evaluation. A review of the device history records could not be completed as no serial number was provided by the customer.

Event description:
It was reported that the device has an "issue". Patient involvement is unknown. Additional information was requested; however, no further specific details on this incident were received. Item serial number is unknown.

Manufacturer narrative:
B3: date of event, d4: serial number, UDI number, h4: manufacture date, are unknown; no information has been provided to date. E1 initial reporter phone number is incomplete: (B)(6). H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.